Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 178 mg/dl. Reportedly the customer removed any obstruction and cleaned the speaker holes and insulin delivery was resumed.